Manufacturer narrative:
User facility listed in initial reporter. Patient information not provided. Lot number not provided. UDI not provided. Re-processing information not provided. Since the lot number was not provided, this information cannot be determined. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, the device was inserted by anesthesiologist during a sleeve gastrectomy. While trying to deploy the device initially the doctor was unable to see the sail. The anesthesiologist then pulled back on the device and corrected orientation and then reinserted the device and the product worked well. The device was not oriented correctly and was repositioned about 3/4 of the way back; the distal tip was seen at the antrum stomach. Resistance was met and was near anesthesia. Markings were not at 0900 and the handle was at 3:00. The device was not fully deployed; the device was pulled back in and reoriented. The stomach was u shaped. On thursday, (B)(6) 2016, a patient post-sleeve gastrectomy was found to have an 8 cm esophageal perforation of the posterior right esophagus, approximately 5 cm above the ge junction. The patient underwent thoracotomy, esophageal repair, and remained intubated with chest tubes in the ICU. She did subsequently improve and was extubated on (B)(6) 2016. The perforation presently post-operatively and was not noted by the surgeon during the egd he performed at the end of the case to assess the staple line and check for leaks. The surgeon stated that he does not typically closely visualize the esophagus during egd because he is instead focused on getting into the stomach. The patient became tachycardic in the 24 hours after the surgery and testing revealed the esophageal perforation at that time. During the initial case, the rep was present and had inserviced the md anesthesiologist prior to the start. The anesthesiologist had used gs in the past 1-2 times although not recently. The case proceeded smoothly; the anesthesiologist did not report feeling any resistance. Nothing out of the ordinary was really noted during the case. The thought from the surgeon as to how the perforation occurred gs was malrotated so when anesthesia started to deploy the sail, it was oriented towards the lesser curvature instead of the greater curvature. The pressure on the mis-oriented sail with no space to deploy may have caused it to bow out into an area of less resistance, potentially a few cm above the ge junction in the esophagus, and then cause a perforation there. He noted that the red led lights were not visible as they should have been during deployment. Esophageal tear noted on (B)(6) 2016. Thoracotomy was performed by thoracic surgeon to repair the tear.

Manufacturer narrative:
(B)(4)

Event description:
Additional information: patient had procedure to insert a feeding tube seven days post-op. The tube was then removed seven days later. Doctor said there is a 50/50 chance the patient survives.